Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that health professional had been receiving a significant number of complaints from our urology department over the past month regarding the flipflo valves. The valves frequently become blocked, causing the lever to break or bend during handling. As a result, outpatient patients often need to return multiple times for a replacement valve. Attached, you will find a photo of a defective valve along with the corresponding lot number. We have not encountered these issues in the past. Replacement to be discussed with the customer - please reach out to the responsible am lieve vivier for this (currently on vacation until june 28th) please also verify other reported complaints, by other customers or other countries and share your feedback. Increased complaints about flipflo valves over the past month due to frequent blockage and breakage of the lever.